Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that display boards will be replaced. There was no reported patient involvement.

Event description:
It was reported that display boards will be replaced. There was no reported patient involvement.

Manufacturer narrative:
Additional in h3, h6 the reported issue of dim segments was confirmed on 12 out of 12 returned display boards. The customer returned 12 lvp display board assemblies in individual esd bags. Visual inspection of each board was performed and no damage, corrosion, or cold solder was observed. The returned display board assemblies were tested using a test fixture and by running basic infusions at 888 ml/h and 88.8 ml/h to determine dim or missing segments. All returned boards exhibited dim segments. The exact root cause of the customer¿s report that there were multiple devices that had dim segments was not identified, however, prior failure investigations identified the probable cause to be related to the led manufacturing process and/or raw materials. Review of the s/n (B)(6) service history record showed the device had a manufacture date of 09/11/2017. A review of the device service history record was performed beginning from the date of manufacture to the present date 11/25/2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only display boards were provided for investigation.